Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing, nor did any scrolling numbers anomaly. There was no moisture damage found inside the pump. The device was unable to be tested for its operating currents or verified for a battery out limit alarm due to no button response. The following physical damage was also noted: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 219 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. Later in the day, after the initial button error, the customer was wearing the pump under his shirt when he got caught in the rain. The customer did not get completely soaked but during his next bolus attempt the pump numbers scrolled beyond his control. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.